Event description:
Customer reported, a female was undergoing a CT of the abdomen/pelvis with contrast (visipaque) to rule out injuries from a motor vehicle accident. Customer noticed a infiltration at the left anticubital, where a 18ga angiocath was inserted for IV access. An ice pack was applied to the site to stabilize the infiltration. The customer remained in the ER until she was admitted to med/surg for her other injuries. The protocol used for the procedure were 4ml/sec for a total volume of 125ml and a psi of 325. The customer has not responded to our request for more info on the event.

Manufacturer narrative:
Fse checked pressure limits and verified operation. Injector is working within factory specification. Returned to service.